Event description:
A report was received that the patient had a superficial infection. The patient underwent a revision wherein the physician cleaned it and removed one lead. The patient is still undergoing treatment.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had a superficial infection. The patient underwent a revision wherein the physician cleaned it and removed one lead. The patient is still undergoing treatment.

Event description:
A report was received that the patient had a superficial infection. The patient underwent a revision wherein the physician cleaned it and removed one lead. The patient is still undergoing treatment.

Manufacturer narrative:
Additional information was received that no cultures were taken. It was unknown if infection was device or procedure related.

Manufacturer narrative:
Additional information was received that the patient had infection at both incision sites. Symptoms include redness and swelling. The patient was administered antibiotics and underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.